Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and successfully initiated pumping without any alarms generated. The fse reviewed the fault logs and found fault code 37 and 57. In addition, the last alarms showed three (3) occurrence of ¿leak in iab circuit¿; however, the stm surmised that this could have resulted for different reasons, including the catheter that was being used or perhaps something not being properly seated. The fse was unable to duplicate the alleged malfunction and the iabp passed all leak tests and all were within specification including the patient safety disk, all drive manifold valves and helium pressure tests. All other test protocols were within specification as well, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a leak. It is unknown under which circumstances this event occurred. No patient involvement or adverse event was reported.